Event description:
Customer reports one incident of pt death with the psn 210 dialyzer. Approximately one hour into treatment, pt's blood pressure increased to 211/119, began coughing thick white sputum, experienced shortness of breath, and complained of feeling anxious. Dialysis treatment was terminated and blood was returned to the pt with no reported blood loss. Pt was administered epogen 8,000 units and zemplar 12 mcg. 911 was called and the pt subsequently expired in the emergency room.